Manufacturer narrative:
(B)(4). Batch #p56x3v. Investigation summary: the analysis showed that the ats45nk device (a) was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The returned device was tested for functionality with test reload. It fired, and formed all the staples as intended. The staple line was complete, and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device, and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a distal radical gastrectomy for gastric cancer surgery, the device would not fire. Changed to an ats45nk and tr45w, but it still would not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.